Event description:
During course of procedure for open reduction of ankle fx, drill bit used to prepare holes for insertion of fixation screws broke into (2) pieces. One piece of drill bit approx. 1" in length remained in bone. Physician determination made to permit lodged piece to remain in order to prevent destabilization of the fx.drill bit was used in conjunction with stryker pneumatic drilldevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.